Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a pump malfunction. Something happened with the rotor of the pump and too much baclofen was given to the patient. The patient had to be hospitalized and intubated. It was later reported the event was 20 years ago. It was later reported that a higher concentration was given in error. The error was caught and corrected. It was a non-serious event with no injury. The patient was alive and well and had a positive outcome as far as treatment and therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).